Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon called technical support engineer (tse) to report the left-hand control on surgeon side console (ssc) stopped working. The tse checked logs and noted error related to left master tool manipulator (mtm). The tse guided caller through normal power cycle, which did not resolve the issue. The system encountered non recoverable fault with error 25588. Tse guided caller through shut down of system, removing alternative ac power to ssc and exercising mtml movement in all directions. After restoring power and restarting the system, the issue persisted. Tse informed caller that left hand control was not functional. Caller informed tse surgery would be converted to laparoscopy. There was no patient harm, adverse outcome or injury and there was a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and corrected the reported problem. The system was verified and ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The unit was analyzed and in remote fe, the 23008 error was found indicating power up self-test failed on axis 6, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the 25588 error was triggered indicating fault on axis 6, replicating the reported event. The mtm2 was then installed on a pftp where power up was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.